Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has requested for the sureform 60 stapler instrument and reloads to be returned for evaluation. However, as of the date of this report, isi has not received the stapler instruments or reloads, and no new information has been obtained. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. An isi field service engineer (fse) followed up with the site and was advised that the surgeon had attempted to staple a large amount of tissue or was trying to staple a site that had already been stapled. The customer stated that they would return the stapler instrument. No site visit was conducted. The system was working properly, and no additional action was required. The logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: the sureform 60 stapler instrument (part #480460; lot #t90220210-0238) was fired 5 times. The first 3 times were completed firing events with black sureform 60 reloads. The 4th event failed firing with a green sureform 60 reload and with a completion percentage of 99%. The 5th event failed firing with a blue sureform 60 reload and was associated with a "tissue too thick to continue" error. The completion percentage was 50%. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted bariatric revision procedure, tissue bunched up in the jaws of the sureform 60 stapler when it was fired with a blue sureform 60 reload. The tissue was not cut. There was some bleeding due to the stapling issue which was controlled with cauterization. A 3rd party handheld laparoscopic stapler instrument was subsequently used to resolve the stapler issue. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted bariatric revision procedure, tissue bunched up when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The staff removed the sureform 60 stapler instrument and utilized a 3rd-party handheld laparoscopic stapler instrument to complete the procedure. The logs reflected a stapler firing failure. Intuitive surgical, inc. (Isi) followed up with the site's robotic coordinator, who was the scrub nurse for the procedure, and obtained the following information: for the first three fires on stomach tissue with black sureform 60 reloads, the surgeon used seamguard as a buttress material during stapling. For the 4th fire, the surgeon used a green sureform 60 reload and a partial fire occurred. The surgeon got a "tissue too thick to continue" message. The surgeon made sure there were no staples in the way while firing and subsequently fired a blue sureform 60 reload. When the blue reload was fired, tissue was pushed and not cut. There was no hole in the staple line and tissue was not torn. There was some bleeding seen in the tissue that was stapled which was cauterized. The surgeon then used a handheld stapler and completed the last firing. The surgeon performed an endoscopic leak test (as per his normal procedure) and there were no leaks seen. There was no post-operative complication in the patient seen. The scrub nurse said that he made sure he washed the jaws of the sureform 60 stapler instrument properly between each staple fire. The sureform 60 stapler instrument and reloads will be returned to isi for analysis. Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 18-may-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the sureform 60 stapler instrument, a blue sureform 60 reload and a green sureform 60 reload associated with the reported event: isi has received the blue sureform 60 reload associated with this complaint and completed investigations. The blue reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house observations. The root cause of this failure is attributed to the user. The reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to the user. The reload was observed to be partially fired. The reload was disassembled in-house and the cartridge appeared to be damaged within the knife track. The damages within the knife track were observed near the location of the exposed component. The root cause of this failure is attributed to the user. The reload was found to have pusher damage as well. Multiple pushers near the exposed component location were found with damage. There was no missing material observed. The root cause of this failure is attributed to component failure. Isi has received the green sureform 60 reload associated with this complaint and completed investigations. The reload accessory was returned completely fired, with no specific complaint. A visual inspection of the reload found no physical or cosmetic damage. The reload was disassembled and inspected. No cartridge damage was observed. All the pushers and staples deployed properly. No malformed staples or unfired staples were found. The blade was at the distal end and not exposed. However, when the blade was removed and inspected, it was found to exhibit mechanical indentations on the blade edge. The root cause for this failure is attributed to the user. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. The instrument was found to have several firing failures based on log review. However, the failure was not replicated during in-house testing. The instrument was installed on an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired and unclamped successfully. The instrument was fired two times using black sureform 60 reloads. A visual inspection was performed, and no damage was observed. The root cause of this failure is not determinable.